Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 340 mcg/day via an implanted pump. It was asked but unknown when the event/difficulty occurred. It was reported the pump was flipping in the patient¿s pocket. The patient denied twiddling with it. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting performed. The pump was moved from the right abdomen to the left abdomen. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history was asked and would not be made available.